Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08825 inches. Pump had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl and had felt symptoms of nausea. The customer was hospitalized on (B)(6) 2017. The customer was assisted with troubleshooting and the drive support cap appeared flush. The customer was wearing the insulin pump during their hospital stay. The product was returned for analysis.